Event description:
No additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: h11 customer issue does not indicate a medical device reportable (MDR) event.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor unit was not draining. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.